Event description:
The customer reported that the insulin pump alarmed and the buttons were unresponsive. Troubleshooting was performed. The customer stated that the insulin pump rested for two hours and the device still was unresponsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen screen as a result of moisture damage on the liquid crystal display board. Further testing was not performed due to the frozen display.